Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead exhibited noise issue. The rv and ra leads were explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Please retract this report 2017865-2026-00415, review of additional information indicates that the device should not have been reported as there were no allegations or complaints on the product.